Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device could not be tested to reproduce the reported symptom or determine causality due to a blank screen at power up caused by corrosion on the lcd, input output printed circuit board (I/o pcb), processor pcb, motor flex, upper auxiliary assembly, back flex and upstream sensor flex. A review of the event history log could not be performed due to the corrosion damage. The device was scrapped as it was unserviceable.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.